Manufacturer narrative:
B5: upon follow-up, it was reported that antibiotic treatment was discontinued (on an unknown date) and the patient was recovering from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow-up, it was reported that the patient was recovered from the peritonitis, weakness in body, back pain, vomiting and loss of appetite; however, the patient was not recovered from stomach pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by weakness in body, back pain, stomach pain, vomiting, and loss of appetite. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and treated with vancomycin injection (1gm, every 5th day) and fortum injection (1gm, per day) for peritonitis. On an unknown date, pd therapy was discontinued, pd catheter was removed, and the patient was transferred to hemodialysis (twice a week). At the time of this report, the patient was discharged from the hospital and was recovering from peritonitis. No additional information is available.